Event description:
Service was requested on this device upon a report of overinfusion found during biomed testing. Biomed technician reported accuracy testing was performed in a continous mode, 50 ml her hour. Pump failed accuracy test requirement of +/-6%. No patient involvement has been reported at this time. Pump will be sent to baxter repair center for evaluation.